Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements which triggered a lead safety switch by the device. In addition, the lead exhibited high thresholds and failure to capture. Technical services was consulted and recommended troubleshooting and programming options. The physician opted to explant the rv lead. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the surgical intervention taken to explant and replace the rv lead upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the entire lead was returned, intact, with the helix extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil break was at the point where the extendable/retractable helix connects to the piston; there was evidence of extensive corrosion at this fracture site. Based on the characteristics of the fracture, it was determined that it was consistent with the lead being subjected to a continuous electrical current. It was determined that the corrosion occurred likely as a result of abnormal application of electrical current to the lead due to a laboratory-confirmed anomaly within the circuitry of the device this lead was implanted with. Ultimately, the identified fracture resulted. It was concluded that the clinical observations of low pacing impedance measurements, high threshold measurements and loss of capture were likely caused by the confirmed lead fracture.

Event description:
This supplemental report is being filed as the device evaluation was completed.